Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: what was the name of the procedure? No further information is available. Was the suture seals on the foil still intact? No further information is available. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please clarify if suture was found inside the foil pouch, primary packaging, or carton/outer packaging? Could you please confirm if this issue is related to an extra needle found in packaging? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Trade name - irgacare¿, active ingredient(s) triclosan, dosage form suture/solid/parenteral, strength 2360 g/m.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2021 and suture was to be used. During the surgery, before the package was opened, the needle was protruding from the package. No adverse patient consequences were reported. Additional information was requested.